Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 30497511) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The test strips were returned for investigation. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 12:00 pm the result from the meter was 3.7 inr. At 02:00 pm the result from the laboratory was 2.8 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2.0 - 3.0 inr.